Event description:
Literature was reviewed regarding ¿the outcomes and cost analysis of open repair and endovascular aneurysm repair for abdominal aortic aneurysms: a single center experience in japan¿ the time frame of this study was over a ten year period. Endurant and non mdt stent grafts were implanted in the patient population. The following adverse events occurred: ischemia, aneurysm enlargement, delirium, occlusion, rupture, intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ the outcomes and cost analysis of open repair and en dovascular aneurysm repair for abdominal aortic aneurysms: a single center experience in japan¿ maze y, tokui t, inoue r, sekoguchi t, narukawa t, murakami m, inoue r, hirano k, chino s, nakajima k, kato n, ito h surgery today. 2025 apr;55(4):560-568. Doi: 10.1007/s00595-024-02934-7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.